Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Clog test was conducted on seven retention samples and no needle clog failure was observed. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that the bd micro-fine¿+ pen needles failed to deliver medication during the injection. The following information was provided by the initial reporter, translated from chinese: "the needle is installed on the injection pen. It is found that the injection cannot be pushed when the subcutaneous injection is exhausted."